Event description:
Patient reported "two years after the surgery a seroma appeared on each breast. The seroma on the right breast was more mild". The patient reported that the radiologist proceeded to extract the liquid but could not remove it completely because the patient suffered a tetanic reaction. The patient also reported that later "a small lump appeared" in the right breast" and underwent mammogram and ultrasound imaging which identified "a hernia on the right side just where the prosthesis is located", the patient then began to notice changes in the coloration, size and pain in the areola and right nipple and "has been worried for a long time". The device remains implanted. This record relates to the right side.

Event description:
Patient reported right side "two years after the surgery a seroma appeared on each breast. The seroma on the right breast was more mild, but much more severe on the left breast. The radiologist proceeded to extract the liquid but could not remove it completely because the patient suffered a tetanic reaction. She has always had a small amount of fluid left in her left breast but they have not proceeded to repeat the removal to avoid suffering the same reaction. Two years ago, a small lump appeared in her right breast. The result was a hernia on the right side just where the prosthesis is located... She began to notice changes in the areola and right nipple...the coloration, the size and the pain. At one point she could not wear a normal bra and she had to wear a compression top to avoid chafing and pain... She has been worried for a long time.". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h.2., h.10.

Event description:
Patient reported right side "two years after the surgery a seroma appeared on each breast. The seroma on the right breast was more mild, but much more severe on the left breast. The radiologist proceeded to extract the liquid but could not remove it completely because the patient suffered a tetanic reaction. She has always had a small amount of fluid left in her left breast but they have not proceeded to repeat the removal to avoid suffering the same reaction. Two years ago, a small lump appeared in her right breast. The result was a hernia on the right side just where the prosthesis is located... She began to notice changes in the areola and right nipple...the coloration, the size and the pain. At one point she could not wear a normal bra and she had to wear a compression top to avoid chafing and pain... She has been worried for a long time.". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "two years after the surgery a seroma appeared on each breast. The seroma on the right breast was more mild". The patient reported that the radiologist proceeded to extract the liquid but could not remove it completely because the patient suffered a tetanic reaction. The patient also reported that later "a small lump appeared" in the right breast" and underwent mammogram and ultrasound imaging which identified "a hernia on the right side just where the prosthesis is located", the patient then began to notice changes in the coloration, size and pain in the areola and right nipple and "has been worried for a long time" and capsular contracture baker grade iii". The device has been explanted and replaced with non allergan. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation; based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. ¿ other-medical-ndr: unable to observe as it is not related to the device. ¿ bulge: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ silicone migration : unable to observe as it is a medical event that is not related to the device. ¿ anxiety-product /procedure : unable to observe as it is a medical event that is not related to the device. ¿ pain : unable to observe as it is a medical event that is not related to the device. ¿ visibility/palpability : unable to observe as it is a medical event that is not related to the device. ¿ other-medical-ndr : unable to observe as it is a medical event that is not related to the device. ¿ bulge : unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side "two years after the surgery a seroma appeared on each breast. The seroma on the right breast was more mild, but much more severe on the left breast. The radiologist proceeded to extract the liquid but could not remove it completely because the patient suffered a tetanic reaction. She has always had a small amount of fluid left in her left breast but they have not proceeded to repeat the removal to avoid suffering the same reaction. Two years ago, a small lump appeared in her right breast. The result was a hernia on the right side just where the prosthesis is located... She began to notice changes in the areola and right nipple...the coloration, the size and the pain. At one point she could not wear a normal bra and she had to wear a compression top to avoid chafing and pain... She has been worried for a long time.". Device has been explanted.

Event description:
Device has been explanted.

Event description:
Patient reported right side "two years after the surgery a seroma appeared on each breast. The seroma on the right breast was more mild, but much more severe on the left breast. The radiologist proceeded to extract the liquid but could not remove it completely because the patient suffered a tetanic reaction. She has always had a small amount of fluid left in her left breast but they have not proceeded to repeat the removal to avoid suffering the same reaction. Two years ago, a small lump appeared in her right breast. The result was a hernia on the right side just where the prosthesis is located. She began to notice changes in the areola and right nipple the coloration, the size and the pain. At one point she could not wear a normal bra and she had to wear a compression top to avoid chafing and pain... She has been worried for a long time.". Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.